Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). The customer declined ge service. No repair information available.

Event description:
The hospital reported an error that results in the loss of mechanical ventilation. There was no report of patient involvement.